Event description:
Philips received a complaint on the xl device indicating that the defibrillation test failed. There was no patient involvement. The remote service person was informed by the hospital representative that there was a calibration problem with the device which the hospital solved by themself, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.